Event description:
It was reported that the patient was implanted on (B)(6) 2015 and went home on the day prior to the report. When the patient arrived home, the pump started alarming every 10 minutes but was not alarming in the medical facility. A manufacturing representative interrogated the pump and the logs showed a stall prior to the update/implant. The logs showed a stall and recovery on (B)(6) 2015. The start time of the stall was 05:38 and the recovery time was 13:13. The manufacturing representative was at the case and didn't remember seeing a pending alarm notification on the physician programmer interrogation. It was noted that the patient was doing well. Additional information received reported that the patient was doing fine, the alarm was cleared, and there had been no other problems. The pump was infusing hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: product type: catheter. (B)(4).